Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cs100 intra-aortic balloon pump (iabp) device alarm failed to automatically inflate, there was no patient involvement reported.

Manufacturer narrative:
Due to character limit e1 event site name (B)(6). A getinge field service engineer (fse) evaluated the device and detected the cause of equipment failure, determined the failure of the inflatable valve group, and provided a quotation to the user. Fse replaced fill manifold assy, after replacing the accessories, the device has passed all factory specified performance and safety index tests and can be used clinically. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿fill manifold assy¿. The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective part was not returned.